Event description:
It was reported that the patient's presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had high pacing impedance measurements and had failed to capture. Programming changes were made. The patient was in stable condition.

Event description:
Interrogation of the pulse generator noted that the right ventricular (rv) lead had a gradual rise in pacing impedance since (B)(6) 2023 and exhibited high out of range impedance and failure to capture on (B)(6) 2024.